Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light turns off several times and the patient has no network problems. After testing the light stays on and the heart button flashes.

Event description:
Reportedly, the status light turns off several times and the patient has no network problems. After testing the light stays on and the heart button flashes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation outcome: upon reception of the returned device, the reported issue was first confirmed: the home monitor was not able to communicate with the bo. The device and log files were sent to r&d for further investigation: in depth analysis revealed that the device was indeed able to communicate with both an implant and the bo - no information were found to suggest that any other functionality is defective. Based on available data and observations it can be suspected that the reported issue most likely is related to a poor network quality at patient's home based on available the subjected device is operational.